Event description:
The customer reported that she was hospitalized for high blood glucose levels. The customer did not know her blood glucose reading at the time of the event. The customer did not want to troubleshoot, and wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.